Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported, "breaking at the spin collar." While attempting to connect the tubing to a nexiva "j-loop" IV catheter on the patient. No further information has been given. No patient harm was reported.

Manufacturer narrative:
(B)(4)